Event description:
Journal reference: novak ke, nenonene ek, bernstein lp, vergenz s, cozzens jw, rezak m. Successful bilateral subthalamic nucleus stimulation for segmental dystonia after unilateral pallidotomy. Stereotact funct neurosurg 2008;86(2):80-86. A male pt with medically intractable, segmental, early-onset, primary torsion dystonia presented for surgical consultation after exhausting nearly all treatment options. Medications, botulinum toxin injections, cervical denervation surgery, and leftsided pallidotomy failed to give adequate relief. The pt was implanted with subthalamic nucleus stimulation (stn) leads bilaterally. At 34 months after initial stn dbs surgery, the pt indicated moderate improvement of symptoms with some remaining problems, and that he was "very satisfied" with the results of surgery. Reportable event: at 16 months after initial surgery, the pt experienced a worsening of symptoms. Speech declined and he began to have cramping in the right leg. In addition, the pt felt intermittent shocking sensation in the right foot. When the pt turned off the stimulators, the right foot cramping and shocking sensations went away, but speech remained worse. On interrogation of the system, electrode impedance testing revealed that the left lead was fractured, with electrode 1 having high impedance and low current. Use of the other electrodes was attempted, but there were intermittent high impedance readings with manipulation of the lead-extension connection behind the ear. The pulse generator and extension wire were replaced, but the problem persisted. The lead was ultimately replaced 19 months after the initial surgery, utilizing preoperative MRI-based stereotactic targeting and intraoperative fluoroscopic guidance to ensure that the new lead was replaced in the identical position.

Manufacturer narrative:
Journal reference: novak ke, nenonene ek, bernstein lp, vergenz s, cozzens jw, rezak m. Successful bilateral subthalamic nucleus stimulation for segmental dystonia after unilateral pallidotomy. Stereotact funct neurosurg 2008;86(2):80-86.